Event description:
Hosp staff attempted to administer external pacing to an 86 year old female diagnosed in cardiac arrest from a myocardial infarction. The pt was described as very thin. The device allegedly displayed a pacing leads off message each time an attempt was made to start pacing and pacing was inhibited. There were orders not to use ventilation on the pt. The pt went into respiratory arrest and resuscitation efforts were halted. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The reporter said the pt died of respiratory failure.